Event description:
(B)(4) received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 12:00 noon. Pt (B)(6) called in stating the reason for the intervention was because she received blood glucose reading of 66 mg/dl no prodigy meter and started to sweat and become unconscious. Pt's husband called paramedics in 5 minutes and at the same time give her some juice and some honey. Paramedics came in 10 minutes and performed a blood glucose test with a result of 20 mg/dl. Pt's normal blood glucose reading recommended by the doctor is 110-120.